Manufacturer narrative:
The investigation determined higher than expected vitros tsh results were obtained for a proficiency sample when tested on a vitros eciq immunodiagnostic system. A definitive assignable cause for the higher than expected vitros tsh results obtained from the cap linearity survey could not be determined. Based on historical quality control results, a vitros tsh lot 5400 performance issue is not a likely contributor to the event. There is also no indication of an instrument malfunction and unexpected instrument performance is not a likely contributor to the events as precision testing performed was within ortho guidelines. In addition, pre-analytical sample processing could not be ruled out as a contributing factor to the higher than expected results. The customer was reporting results that were above the measuring range of the vitros tsh test on one vitros eciq immunodiagnostic system (j1) as well as reporting results that were lower than expected for the same sample when tested on another vitros eciq immunodiagnostic system (j2) at the customer site. Therefore, sample handling or a sample specific issue could have contributed to this event, although this could not be confirmed.

Event description:
The customer obtained higher than expected vitros tsh results on a proficiency sample from the (B)(6) on a vitros eciq immunodiagnostic system. The tsh results vs. The target values are as follows: tsh reagent lot 5400, cap sample ln1-06 results of 129 and 128 miu/l vs. The expected result of 80.4549 miu/l biased results of the direction and magnitude observed could lead to inappropriate physician action. There was no report of patient samples being affected and there was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).